Event description:
The evoke spinal cord stimulation (scs) system was explanted due to the necessity for unrelated surgical needs.

Manufacturer narrative:
The full explant date was not able to be confirmed and only month and year provided, therefore, the first of the month and year has been selected as the explant date. The device was discarded and is not available for analysis. There is no allegation of device deficiency. Prior to explant, the patient's device was reported to be performing well. A review of the reported event and available information indicates that this is not related to the patient's evoke scs system.